Event description:
It was reported the pt is experiencing heating at the ipg site when stimulation is turned on. The pt reported the heating sensation continues for approximately two hours after stimulation is turned off. The pt also stated the site gets warmer when the ipg is fully charged. Reprogramming did not resolve the issue. The pt was referred for x-rays to assist in determining the cause of the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.